Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of lightheadedness and symptoms of pre-syncope. Review of the remote home monitoring data found loss of capture (loc) in the right ventricle and oversensing of noise leading to pacing inhibition with asystole greater than two seconds. The pacemaker was reprogramed and the patient transferred to a different facility for a revision procedure. The cause of the loc and noise was unable to be determined. Two days later a revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new pacemaker and rv lead were successfully implanted. No additional adverse patient effects were reported.